Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The covers and homing settings were adjusted. The issue was resolved. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system is intermittently not docking properly. The manufacturer representative tried to invalidate home, but this did not resolve the issue. There was no patient involvement.